Manufacturer narrative:
Initial trend analysis for lot 68454 was conducted, no malfunctions were found. This is the only complaint for lot 68454. Further investigation will be conducted to determine the root cause of complaint.

Event description:
Direct customer received a complaint from their customer regarding dull syringes from item 830165 lot 68454.

Manufacturer narrative:
Retained lot samples for syringe lot 68454 were tested for needle sharpness. No abnormalities were found during testing.

Event description:
Direct customer received a complaint from their customer regarding dull syringes from item 830165 lot 68454.